Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our edwards lifesciences affiliate in (B)(4), during a transfemoral tavr procedure, following the successful deployment of a 20mm sapien 3 valve, it was noted that the hemostasis valve on the 14fr esheath was ¿not functioning.¿ blood was observed leaking from the esheath. The esheath was withdrawn and visually inspected. No visible damage was confirmed. The esheath had been prepared ¿as usual¿ prior to the procedure. No issues were noted. Per the physician, the source of the leakage was from the hemostasis valve, not the loader.

Manufacturer narrative:
Additional information: evaluation codes; narrative text. (B)(4). The esheath was returned to edwards lifesciences for evaluation. Visual inspection revealed a curvature on the sheath and dilator, likely due to the return packaging. No liner tear or distal tip damage was observed. No other abnormalities were observed. The sheath was expanded as designed. Following visual inspection, the sheath was flushed at the stopcock housing. With no device inserted, no leakage was observed. However, when a sample guidewire was inserted through the sheath and the sheath was flushed from the flush port, a small leak was observed from the cross slit valve. With the guidewire inserted, a small gap was observed in the cross slit valve as the guidewire was manipulated. The sheath was then disassembled for further visual inspection of the cross slit valve. Slight damage was observed on the cross slit valve inner diameter (ID) material. As the guidewire becomes positioned/lodged within the damaged valve during guidewire, fluid is allowed to leak from the resulting gap. A review of the most relevant work orders for the reported failure mode did not reveal any manufacturing related issues that could have contributed to this reported event. During manufacturing, the cross slit valve undergoes 100% inspection during the receiving inspection process to ensure that the slit width meets specification. The esheath final assembly undergoes 100% manufacturing and quality inspection for cleanliness and the sheath housing and hemostasis valves are inspected to ensure they are free of damage. The completed sheaths are inspected on a sampling plan during product verification testing. All samples passed the testing with no leakage observed. In this case, the complaint of the sheath housing hemostasis valve leakage was confirmed based on functional testing. However, the exact cause of the cross slit valve damage was not able to be determined. Based on the case information and the lot history review, it was not possible to determine if the damage occurred during manufacturing or during the use of the device. Due to the potential manufacturing related defect, awareness training was performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.